Manufacturer narrative:
(B)(4). Follow up since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received.

Event description:
Material: 305916 batch#: regx0370 it was reported that the bd needle sftygld 25x1 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Incident details: upon administration of men-c vaccine to left arm, needle separated from glass syringe during injection and vaccine sprayed out. Dose repeated in right leg and discussed same with parents. Connection between syringe and needle was double checked prior to injection who was affected? Patient manufacturer code/model: 305916 serial or lot number: (B)(6).

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.